Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, post-procedure, the patient reported problems emptying her bladder. All other information is unknown and unavailable.

Event description:
According to the physician, post procedure, the patient reported problems emptying her bladder. The physician was unable to determine any further specific complications. All other information is unknown and unavailable.